Manufacturer narrative:
Concomitant product: 407652, lead, implanted: (B)(6) 2009.

Event description:
It was reported that several sensing integrity counter (sic) were observed on the patient's right ventricular (rv) lead. The clinic could not reproduce any issues with isometric testing, and the clinic will continue to monitor for now. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.